Event description:
Paramedics responded to a person described as unconscious, no pulse, no respiration and down for an unknown period of time. The reporter indicated the operator stated the device was used in defibrillation paddles mode and the pt's ECG determined to be shockable. An unknown number of countershocks was delivered. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the receiving hosp's emergency room clinician's assessment of the pt's viability.